Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user was unable to attach a connector to the insulin cartridge, and switching to another connector resolved the issue. Symptoms included no alarms or alerts and no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education conducted by customer care, confirming normal function with a replacement connector. Investigation of this case revealed a single connector that could not be attached, consistent with a connector fit or dimensional nonconformance, while the device and subsequent connector functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a component quality issue isolated to the individual connector.